Event description:
It was reported that pump displayed incorrect time and customer needed to update time and related settings. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support to update pump time, was advised to monitor for any future time discrepancies greater than five minutes, and acknowledged understanding of instructions.